Event description:
It was reported that balloon rupture occurred. The patient was being treated for vein compression. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the first inflation for 5 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.